Manufacturer narrative:
Sensor, sensor pack, and applicator (3mh005h1ex0) have been returned and investigated. Performed visual inspection on returned applicator and no issues were observed. Applicator had fired correctly. Observed sensor plug assembly and sharp inside sensor pack. Performed visual inspection on the sensor pack and observed platform initial lock to sit towards the outside of the platform initial lock ledge. Visual inspection was performed on the sensor and no issues were observed. The sensor plug was not seated. The products were sent for further investigation. A visual inspection was performed on the sensor pack and it was established that contact between one of the platform initial locks on the platform and the tray¿s corresponding initial lock ledge, prevented the platform from lowering. Application of pressure would cause the platform initial lock to buckle or slide down the outside surface of the initial lock ledge, which further prevented the platform from lowering correctly. An extended investigation further determined that a tilt in the platform relative to the tray displaced the platform initial lock out of the position specified by the design. In conclusion, the reported issue originates from a misalignment between the platform and the tray during the assembly of the sensor pack. Therefore, the issue is confirmed due to a manufacturing issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On 23-sep-2021, a customer reported that the sensor filament was missing from the freestyle libre 2 and ordered a replacement product. On 06-oct-2021, the customer further reported that due a delay in the delivery of the replacement product, she experienced a medical event as she did not have a device to monitor glucose. The customer experienced convulsions and "fell asleep", requiring treatment of glucagon by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, a customer reported that the sensor filament was missing from the freestyle libre 2 and ordered a replacement product. On (B)(6) 2021, the customer further reported that due a delay in the delivery of the replacement product, she experienced a medical event as she did not have a device to monitor glucose. The customer experienced convulsions and "fell asleep", requiring treatment of glucagon by third-party. There was no report of death or permanent injury associated with this event.